Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced latch inseparable on main drawer 4 and drawer control board on main drawer 2.2 due to cubie read/write failures. Ejected, reinserted, and reloaded cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer failed to stay closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.